Event description:
The device was returned to the service ctr with a report from the customer contact that channel b was unable to be reset. This does not indicate a reportable malfunction. However, during verification testing at the service ctr the device touchscreen did not respond or produce an audible tone when pressed. Further testing found the device alarmed with a s421 (motor error-pmc, right) and a whitescreen error.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.